Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was tried to reposition due to high thresholds however, helix would not extend, therefore, it was finally explanted and replaced. No additional adverse patient effects. Km